Event description:
It was reported that the user exercised while disconnected from the ilet, consumed juice during the workout, then reconnected and experienced elevated blood glucose; the user asked about announcing a meal while high and was advised to announce as normal, after which the system delivered a meal bolus and algorithmic corrections. Symptoms included hyperglycemia. Outcomes included return to target glucose without alarms, alerts, hospitalization, or injury. Investigation included troubleshooting and user education regarding standard announcing and reliance on the correction algorithm. Investigation of this case revealed no device malfunction or component failure and no alarms, with hyperglycemia plausibly related to exercise while disconnected and carbohydrate intake, followed by normal device function and correction. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.